Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event gel misplaced - non-vascular. Imdrf patient code e2314 captures the reportable event of fistula. Imdrf patient code e2339 captures the reportable event of ulcer.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue implant procedure on an unknown date. The patient received transrectal fiducials a week prior to the procedure to the hydrogel placement procedure. The placement procedure was successful. The patient started radiation treatment that was switched to 180 per fraction to reduce the rectal risk. The patient was doing well until fraction 25 when he developed discomfort and rectal pain with bowel movements and dysuria. The patient was ruled out for urinary infection (uti). Two weeks into the patient's treatment, he experienced mucus discharge. On cone beam computed tomography (cbct) the hydrogel appears that there is a wisp of hydrogel that is placed posterior than what was noted previously. The patient treatment was paused, and magnetic resonance imaging (MRI) was performed. The imaging showed an ulceration is superior, and the fistula extends into the hydrogel less than one centimeter. The radiation treatment was put on hold for six weeks. The patient condition was unknown at the time of this report. No further information has been obtained despite good faith efforts.